Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer would press resume or would change pump supplies, however, due to ongoing occlusions a replacement pump was sent to the customer to resolve the issue.